Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by the customer that they had both bc and non-bc auto guards we never knew when blood would come out. That was annoying, they didn't know the difference between those that leaked and those that didn't, so they never knew when it would leak. They coworkers have tried the catena catheter, and they mentioned that it was harder to connect the line to--they didn't have that problem, but they said they did, they also said it was more likely to kink off at the nose. They were afraid it would come loose after kinking, even though it never had done it. They haven't had issues with it, although it is a little harder to connect. They do like the fact that it self-occludes unlike the auto guard (sometimes). Verbatim: family conversation notes from a nurse that works at xxx. Recording of conversation was taken (B)(6) 2026. I listened to the recording on (B)(6) 2026 and felt it should be documented here. Nurse reported: we had both bc and non-bc autoguards we never knew when blood would come out. That was annoying. I didn't know the difference between those that leaked and those that didn't, so I never knew when it would leak. My coworkers have tried the cathena catheter and they mentioned that it was harder to connect the line to. I didn't have that problem, but they said they did. They also said it was more likely to kink off at the nose. They were afraid it would come loose after kinking, even though it never had done it. I haven't had issues with it, although it is a little harder to connect. I do like the fact that it self-occludes unlike the autoguard (sometimes). I've used cathena for 6 months now, prior that I used the autoguard devices for 9-12 months. I just had to play with it to get used to the harder connections. People got nervous with the box that capped the needle going up so they were nervous about self sticks, they didn't know it would stop. That was mostly at the beginning. I did my capstone at the emergency room and did lots of sticks and had no problems with it.